Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (512 mg/dl), and "passed out". The customer was admitted to the hospital, and was treated through manual injections. The customer was unsure if the pump contributed to the reported elevated bg levels. Reportedly, the customer had a stroke and has been experiencing elevated bg levels since the stroke. The customer did not attribute the reported elevated bg levels to be the cause for the stroke that occurred. The treatment received in the hospital resolved the reported issue and the customer was released from the hospital 3 days later. Customer had limited feeling in the left leg and arm due to the stroke.

Manufacturer narrative:
Received additional information from clinical diabetes specialist. Customer's health care professional believed elevated bg levels were due to customer having severe gastroparesis and a stroke. Customer's health care professional did not believe elevated bg levels were caused by the pumps performance.